Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as extremely large leak gushing water at the bottom left corner of the bag. Magnified inspection of the leak location showed "c" shape cut/puncture primarily located on the front and extending to the edge of the bag. Further investigation found the puncture had clean edges with minimal eva fray; this indicated the damage was created by a cutting tool or other sharp object. There was additional damage on the front interior of the eva film, which indicated the object entered at an angle and contacted the front side of the bag. This additional damage did not penetrate through the entire layer of eva and indicated the damage occurred when the bag was full with the edge and front side of the bag elevated. There was no damage or impact impression on the back side of the bag, which due to the nature of the damage, would likely have occurred if the bag was empty. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have a pin hole leak on seam on the lower left corner. The leak was discovered before being delivered to the end user facility. This report documents no patient involvement or adverse events. No additional information is available.